Manufacturer narrative:
Date of event - (B)(6) 2013. Additional suspect medical device components involved in the event: model: sc-2218-70 serial/lot: (B)(4). Description: st linear lead, 70cm with pre-loaded 0.014 inch stylet model: sc-3138-35 serial/lot: (B)(4). Description: lead extension, 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site. The patient's symptoms included fever, redness, and warmth. The patient was given antibiotics. The physician then decided to explant the patient's system. It is unknown if the infection was device or procedure related. The patient's symptoms have resolved.